Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: balloon rupture. Time of device malfunction: during the procedure. Symptoms/ae: none. It was reported that after the guide wire had crossed the lesion, the fox plus balloon catheter was delivered for pre-dilatation. Reportedly, the balloon ruptured during the first inflation at 12 atm. The balloon catheter was removed and a non-abbott balloon was used to complete pre-dilatation of the lesion. There were no reported adverse pt sequelae. No additional information available.